Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012678289); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had pre-existing mitral regurgitation due to left ventricular outflow tract (lvot) stenosis. Following the implant of the valve, a transesophageal echocardiogram (tee) was performed that revealed severe mitral regurgitation due to systolic anterior motion (sam). Subsequently, the patient was administered a beta-blocker, normal saline was increased, and the rate of pacing was increased; however, the mitral regurgitation did not improve. It was noted that the patient's blood pressure remained stable at 90/40 millimeters of mercury (mm hg). Per the physician, the transcatheter valve contributed to the worsening mitral regurgitation and sam.